Manufacturer narrative:
Model number/catalog number: sc-2408-74, serial number: (B)(4), batch/lot number: (B)(4), model/catalog description: avista MRI perc lead kit 74 cm. Model number/catalog number: sc-1200, serial number: (B)(4), batch/lot number: 2000023022, model/catalog description: precision montage MRI ipg sterile kit. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient experienced inadequate stimulation. The patient underwent a revision procedure, however, during the procedure, the physician was unable to get good stimulation coverage and opted to explant the system. No device malfunction was suspected.

Event description:
A report was received that the patient experienced inadequate stimulation. The patient underwent a revision procedure, however, during the procedure, the physician was unable to get good stimulation coverage and opted to explant the system. No device malfunction was suspected.